Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a ventral hernia repair performed on (B)(6) 2024. The insufflation loss was gradual. There was no delay nor complications in the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula seal cracked, and the customer started losing pneumo. They grabbed another seal, and the case proceeded as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the cannula seal accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.